Event description:
It was reported that the tracheostomy tube cuff was observed to have pressure issues during a maintenance check of the device. The patient was reported to be intubated with the device on (B)(6) 2015. The reporter stated the cuff had been re-inflated twice a day until the patient was recannulated on (B)(6) 2015. There was no harm to the patient reported. There is no death or serious injury associated with this event. As per the manufacturer's instructions for use (IFU): "caution: the shiley tracheostomy tube is classified as a disposable medical device. The manufacturer recommends that the tracheostomy tube usage not exceed twenty-nine(29) days. Frequent and routine changes of the tracheostomy tube and accessories are recommended and should be evaluated by the attending physician."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned for investigation. A visual inspection was conducted and found that all the components were assembled properly. An inflation deflation test was then performed. Air was applied to the cuff and the cuff held the air. The sample was left inflated for twenty four hours and no deflation was observed. The sample was then submerged in water and no leaks were found. The reported malfunction was not confirmed in the returned sample. The manufacturing guidelines and controls were reviewed and found effective to detect the reported malfunction. An inflation deflation test is performed on all products and any defective products are removed from the lot.